Event description:
Territory manager received information from rn who reported as follows: a patient who previously had a hollister instaflow which was placed in the operating room while he was under anesthesia experienced leakage so the nurse removed the hollister instaflow device and went to insert the fms. There were seven nurses needed to position the patient on his side as he weighed (B)(6) lbs. The nurse removed the air from the balloon and inserted the fms device into his rectum. Since the patient was awake, he was bearing down as the nurse was trying to inflate the device; therefore, it was difficult for her to inflate the balloon. She could only insert a small amount of water at a time concluding with a maximum of 20 ml. The patient then ended up pushing out the balloon. The nurse obtained another kit and attempted reinsertion; however, they experienced leakage from the second fms inserted. No further attempts made.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that since the product was pushed out, it was discontinued from use. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.